Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, there was evidence of moisture in the battery compartment. There was no reported damage to the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box data showed multiple reboots. A visual inspection of the pump showed that the battery compartment was cracked. Moisture damage was observed in the battery compartment. The returned battery cap was able to attach to the pump and maintain an electrical connection. The pump failed a leak test due to the audio bolus button cover being attached. The button¿s slug was missing.